Event description:
A hospital peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing a hospital provided liberty select cycler experienced a cardiac arrest during a ccpd treatment while admitted. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the hospital pdrn, it was reported this patient experienced a cardiac arrest on the evening of (B)(6)2025 during a ccpd treatment on a hospital provided liberty select cycler while admitted. It was affirmed that the patient¿s initial admission to the hospital was unrelated to renal replacement therapy or the use of any fresenius product(s) or device(s). It was believed the patient¿s admission date was (B)(6)2025 as this was the date she was placed on the hospital¿s dialysis service. The hospital code blue team was activated when it was determined the patient was unresponsive and pulseless by hospital staff. The patient had a return of spontaneous circulation after multiple rounds of cardiopulmonary resuscitation, and she was transferred to the intensive care unit where she remains while recovering from this event. It was confirmed the patient¿s cardiac arrest was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before this event because the device was ruled out for any causality or contribution to this patient¿s arrest. It was assumed the patient will continue ccpd therapy on her home cycler upon discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a hospital provided liberty select cycler and the patient¿s cardiac arrest. The root cause of this patient¿s adverse event cannot be determined; however, there was no indication that the patient¿s cardiac arrest was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to experience events that carry a high risk of mortality and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hospital peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing a hospital provided liberty select cycler experienced a cardiac arrest during a ccpd treatment while admitted. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the hospital pdrn, it was reported this patient experienced a cardiac arrest on the evening of (B)(6) 2025 during a ccpd treatment on a hospital provided liberty select cycler while admitted. It was affirmed that the patient¿s initial admission to the hospital was unrelated to renal replacement therapy or the use of any fresenius product(s) or device(s). It was believed the patient¿s admission date was (B)(6) 2025 as this was the date she was placed on the hospital¿s dialysis service. The hospital code blue team was activated when it was determined the patient was unresponsive and pulseless by hospital staff. The patient had a return of spontaneous circulation after multiple rounds of cardiopulmonary resuscitation, and she was transferred to the intensive care unit where she remains while recovering from this event. It was confirmed the patient¿s cardiac arrest was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before this event because the device was ruled out for any causality or contribution to this patient¿s arrest. It was assumed the patient will continue ccpd therapy on her home cycler upon discharge.